Manufacturer narrative:
H10: this reported malfunction reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr (B)(4). H10: b5, g4 h11: d1, d4 (product catalog no.), h6 (results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implantable port allegedly experienced a break. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 87 years of age, the gender is male and the weight was not provided.

Manufacturer narrative:
For the one reported event, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0603880ce implantable port allegedly ruptured at the junction between the catheter and the port chamber. This report was received from a single source. Of the one event, a patient was involved with no reported patient injury. The patient is (B)(6) years of age, the gender is male and the weight was not provided.